Event description:
It was reported that balloon rupture occurred. The chronic total occlusion (cto) target lesion was located in the severely tortuous and severely calcified right superficial femoral artery. After a 35 non-bsc guide wire crossed the lesion, a 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilation. However, during the fourth inflation at 12 atmospheres for 12 seconds, the balloon ruptured. The device was completely removed by simply pulling out from the patient. The procedure was completed with another coyote balloon catheter. No patient complications nor injuries were reported.